Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a post-hysteroscopic myoma resection procedure. The surgeon removed the scope and was going to ablate the endometrial lining via hydrothermal ablation. The surgeon observed excessive bleeding expelling from the patient's cervix. Multiple sponge sticks were used without effect. The surgeon inserted a foley catheter and distended balloon with 30 ml sterile water. The bleeding gradually slowed. The surgeon then decided to perform a hysterectomy on the patient. The patient's medical history is submucosal fibroid and previous pregnancies. Patient is alive and well. There was 100 cc of blood loss. Surgical time was extended by more than 30 minutes due to the product problem.